Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. While on support and during mid procedure, the automated impella controller experienced an error message and loss of placement signal tracing. The console was replaced which resolved the issue. The patient was later determined not to be a candidate for advanced therapies, care was withdrawn, and the patient expired.

Manufacturer narrative:
The investigation for the reported optical signal issue has been completed. The impella device was not received from the customer and therefore an evaluation of the device was not possible. Event history logs were obtained and reviewed. The reported controller error alarm and the reported optical placement signal was no longer available was confirmed. The root cause of the automated impella controller issue was a software issue. This report is being filed as part of a retrospective review of historical records.